Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device's hv capacitor energy low. There was no reported patient involvement. Available details indicate that the device's hv capacitor energy low. Details provided in an update from the source case indicate that the field service engineer replaced the device's capacitor assy and the device was successfully returned to service.